Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system control panel went blank and then displayed a communication failed error message. This resulted in a loss of imaging functionality. This could result in a procedure delay. There is no report of injury or death associated with this event.